Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent with completion of investigation.

Event description:
The event is reported as: complaint alleges: "the expiratory pigtail scorched the wire of the circuit during pt use. No pt injury reported. This device was used with catalog# 780-15, neonatal dual limb heated circuit. See MDR# 3004365956-2011-00285.